Event description:
Madison polymeric engineering mfg #: nd4600 (description: nodrip roll - easy tear 3" perforation // 12" x 32.5' rolls // 4 roll/ca) product actually had 5-3/4 - 6" on center perforations instead of 3" on center. (Lot #"s 9817390020414 and 981703910713) product distributed to us by (B)(4). Dates of use: as needed. Diagnosis or reason for use: used in sterile processing processes with the spd dept.